Manufacturer narrative:
(B)(6). Exemption number, e2014005. (B)(4).

Event description:
Hold mallika banerjee 6/22/20the complaint was reported by a customer from (B)(6): leakage of administration set. The awareness date of this report is jun. 26th, 2017.